Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: e1 (event site email) a getinge field service engineer (fse) inspected the unit and confirmed that there was no perforation in the iab, as no technical faults were logged during the event period. The fse performed all required testing and calibrations per procedure. The unit passed all functional and electrical safety tests in accordance with the as3551 standard.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm and audible hissing noise. No harm reported.